Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.